Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated in the emergency room due to hypoglycemia, with blood glucose levels of 1.5 mmol/l. The customer stated that she received a button error alarm on the insulin pump. The customer also stated that she changed her infusion set three days before the event. Nothing further was reported.